Manufacturer narrative:
A note received on (B)(4) 2013 which accompanied the returned lens indicated the patient had a weak posterior capsule. The intraocular lens (iol) was returned for visual inspection. The lens had one distorted haptic, a torn optic and appears to have evidence of ophthalmic viscoelastic on it. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). Placeholder.

Event description:
It was reported that during implantation of the intraocular lens (iol) that the capsular bag broke. The lens had to be removed, a vitrectomy was performed, and a three-piece model za9003 lens was inserted. The patient was reported to be doing well. No further information was provided.